Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have throat and nasal allergies. The patient did receive medical intervention in the form of prescription for steroids. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection was performed by the manufacturer. The manufacturer found signs of minor wear and tear. An internal visual inspection was completed by the manufacturer. The manufacturer found dust and dirt contamination on the interior of the enclosure as well as throughout the airpath. The manufacturer also observed very fine dirt particles and fibers in the blower box, particularly on the top of the blower assembly. The device's downloaded event log was reviewed by the manufacturer and found no error. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. The manufacturer confirmed the presence of fine dust contamination and multiple unknown contaminants throughout the airpath which suggests the likely source of contamination as exterior to the device. In the initial report clinical code was mentioned incorrectly which has been updated in this report.

Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have throat and nasal allergies. The patient did receive medical intervention in the form of prescription for steroids. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.